Manufacturer narrative:
(B) (4)

Event description:
It was reported the patient was charging more than expected and the device was not holding a charge. The patient stated, the "box shifted, with wire shifted, and the anchor may have pulled out." The patient was getting all boxes filled in and ins was flashing indicating the device was not overdischarged. Additional info has been requested, a follow-up will be submitted if additional info becomes available.